Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the profile with no signs of overlapping or raised stent struts. A visual and tactile examination found that the tip was slightly flared. This type of damage is consistent with the tip being pushed up against a restriction, during attempts to cross the lesion. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube was kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft profile. No other issues were noted during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified distal left circumflex (lcx) artery. After a guide wire crossed the lesion, plain old balloon angioplasty (poba) was performed. A 12 x 2.25mm promus premier&#10244;rug-eluting stent was selected but failed to cross the lesion. Another poba was performed but still the promus premier stent was unable to cross the lesion. The guide wire was exchanged to a different guide wire, but the promus premier&#10259;tent still failed to cross the lesion. A non-bsc guide extension catheter was selected but the promus premier&#10259;tent still failed to cross the lesion. It was noted that part of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified distal left circumflex (lcx) artery. After a guide wire crossed the lesion, plain old balloon angioplasty (poba) was performed. A 12 x 2.25mm promus premier¿ drug-eluting stent was selected but failed to cross the lesion. Another poba was performed but still the promus premier¿ stent was unable to cross the lesion. The guide wire was exchanged to a different guide wire, but the promus premier¿ stent still failed to cross the lesion. A non-bsc guide extension catheter was selected but the promus premier¿ stent still failed to cross the lesion. It was noted that part of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.